Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, a scratched case, keypad overlay texture damage, a cracked select button keypad overlay, a broken off retainer ring, missing reservoir tube o-ring, and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the clear ring around the reservoir compartment of the customer's insulin pump was damaged. The patient's blood glucose at the time of incident was 10.6 mmol/l. Troubleshooting was initiated and the customer could not recall any significant events that caused the damage. The insulin pump was returned for analysis and a replacement device was shipped to the customer.